Event description:
Related manufacturer reference number:3006705815-2024-00885 it was reported that following being attacked by a dog the patient experienced ineffective therapy. Diagnostics revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.